Manufacturer narrative:
The investigation is in progress. Once the investigation has been completed, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned because it was scrapped. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the patient was revised due to instability and pain after a knee arthroplasty. There were no delays or issues with surgical technique.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Femoral component and tibia exhibits foreign material and the articular surface is gouged. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Per the packaging insert, dislocation and/or joint instability is considered to be known adverse effects of the procedure. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.